Event description:
This case was reported to baxter (B)(4) on (B)(6) 2010. The complaint was received from (B)(6) hosp (B)(6) and refers to an incident involving an accusol 35 5000ml on lot number 09l14g71. The reporter stated that during patient use, precipitation in the pre-dilution and post-dilution lines was noted. At the time of logging this is all the information that was available. A sample was available, as the customer advised they had put the samples on pallets that were to be returned to (B)(4). Unfortunately the sample was disposed as they were bagged up in orange/yellow bags. No patient injury has been reported/confirmed by the customer. Please note: a referenced complaint will be opened for degassing chamber issue on this patient.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation because it was discarded by the customer. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after (B)(6) 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).